Event description:
Event description guidant received information that these implantable transvenous defibrillation and coronary sinus leads were removed from service. The leads had dislodged as a result of the patient's twiddler's condition and were stimulating the phrenic nerve. An attempt to repostion the coronary sinus lead was foregone, as damage due to manipulation was observed. This lead was returned for testing.